Event description:
It was reported to boston scientific corporation in 2009, that an endovive safety peg kit push method was used during a peg placement procedure. According to the complainant, during the procedure the feeding tube would not pass over the guidewire. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "patient is fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.